Manufacturer narrative:
The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The concomitant products: carto 3 serial # (B)(4); catheter: catalog: f8ennnnhsb, lot # 16082278l-disposed; a cryo balloon (23mm); a reprocessed dynamic deca medtronic achieve; non-bwi ultrasound catheter. (B)(4).

Event description:
It was reported that during the transseptal part of an atrial fibrillation (afib) procedure, the physician performed an initial transseptal puncture with an sro sheath, after the sheath was advanced across the septum; the physician exchanged the sro for the medtronic flex catheter 15.5fr transseptal sheath. It was noticed a notable drop in the patient's blood pressure dropped and ultrasound confirmed a pericardial effusion. A pericardiocentesis was performed and the patient's blood pressure recovered. The case was aborted. The patient was fully recovered after this adverse event.